Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a 6 second loss of capture after ventricular fibrillation was induced. The ICD oversensed the pacing output. Pacing thresholds had been slowly increasing to 1.5 volts.